Event description:
Boston scientific crm received information that this right ventricular lead had exhibited an out of range impedance measurement which triggered the lead safety switch (lss) on the associated pacemaker. Additionally, there were stored ventricular tachycardia (vt) episodes due to noise. The caller stated they were able to reproduce the noise with isometrics.

Manufacturer narrative:
The caller noted that the lead was in unipolar configuration when the noise was reproduced with isometrics. A boston scientific crm technical services consultant instructed the caller to perform isometrics in bipolar configuration and no noise was reproduced. Additionally, lead impedance was stable during pocket manipulation and isometrics. The caller suspects the vt episodes occurred after the lead configuration had switched to unipolar mode. The caller is going to discuss the clinical observations with this patient's physician. They will likely reset the safety switch and monitor the lead as this patient is not pacemaker dependant and has an underlying rhythm in the mid-50s. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.